Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked at septum leakage isolation plugs bleeding.

Event description:
No additional information provided.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective samples. The photos showed blood oozing from the end of the septum. 2. DHR/bhr review lot#4081478. 1-the products of this batch were assembled at intima ii auto line 2 in (B)(6) 2024, and packaged at r240 package line and cfs package line in(B)(6) 2024. Work order quantity was (B)(4).. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4-no unqualified, deviation or rework activities in the production process; 5-the septum assembly equipment without abnormal maintenance. 3. 2pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. Conclusion(s): the returned photos showed blood oozing from the end of the septum, and the root cause of this defect could not be determined because there were no abnormalities in the process and retained samples, and no defective samples were received for further testing. The plant will continue to track and trend the issue.